Manufacturer narrative:
X-ray analysis and technical analysis were performed. The root cause of the failure of the implant is believed to have been a situation overload.

Event description:
It has been reported that a revision surgery was performed due to fracture of the device.